Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the reported condition but was not able to reproduce the issue. The rear cable of the energy shield monitor (esm) was re-seated, the fse tested the energy cable and instruments used for troubleshooting during the operation. No issues were found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that amber led displayed on the esm cord. Prior to calling, the user replaced the monopolar energy cable a few times, but the issue persisted. Tse had the customer replace the monopolar instrument, but the issue persisted. The customer continued the procedure without using monopolar energy. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon performed a da vinci-assisted cholecystectomy, which started approximately at 8 o'clock. During the entire procedure, monopolar energy was unavailable and could not be used. Patient demographics were not provided.